Event description:
Customer reportedly received the following results on the compact plus system within 10 mins: 61 mg/dl, 350 mg/dl, 270 mg/dl, 343 mg/dl and 173 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.